Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l5-s1 tlif for an indication of hivd. It was reported that when surgeon inserted the implant completelyand try to expand the implant, it was found that the cage was broken and the surgeon remove it completely and replaced with the new one to complete the surgery. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: the country of the event is taiwan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: product analysis # (B)(4): (B)(4), lot # 0995265w visual and microscopic inspection confirmed the peek portion of the spacer has broken away from the spacer. There are witness marks on the backside of the spacer indicating that the spacer was impacted. Both of the ears on the peek portion of the spacer have broken off indicating that the implant came in contact with bone and was pushed back, causing the ears to break off and that section of the implant to separate. This type of damage is consistent with excessive force. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.